Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the toeing screw stripped within surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: results and conclusions - the retractor was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown, so the manufacturing records cannot be reviewed.

Event description:
It was reported that the toeing screw stripped within surgery. An alternative driver was used to complete the procedure without reported patient impacts.